Event description:
Patient revised on (B)(6) 2021 due to dislocation approximately 2 weeks following primary surgery. Surgeon explanted 36/+9 standard humeral cup and replaced it with a new 36/+9 standard humeral cup and a +9mm humeral spacer.